Event description:
Patient reported she felt dizzy and has had increased blood pressure and her nebulizer had broke. Unknown date of onset, severity, and duration of symptoms. Unknown if specialist md is aware. No other information provided. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Serial number of device is unknown as cvs did not dispense. Reported to cvs/caremark by: patient/caregiver.